Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a high, out of range pacing impedance on the right ventricular transvenous defibrillation lead. The shocking impedance was noted to be normal and stable. Ventricular fibrillation was induced and the device appropriately sensed and delivered therapy, which converted the patient at 12 joules and 11 joules. The electrograms were clean and noise could not be reproduced. An x-ray and flouroscopy were performed and the lead appeared to be intact and in proper position. Lead diagnostics were good. The physician is electing to monitor the patient at this time as an annual ep study and routine follow ups are planned.